Manufacturer narrative:
Follow-up # 1 date of submission 04/08/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2014 with the following findings: a review of the pump¿s black box history showed that multiple call service alarms were recorded on 02/02/2014. During testing, the pump was not able to boot up to the ¿verify¿ screen due to a persistent call service alarm. The pump was not able to perform all prime steps due the persistent call service alarms. The pump was opened and the transceiver flex cable was not fully inserted into the transceiver connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a call service alarm. It was noted that the user was not able to clear the call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.